Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Customer's blood glucose was 166 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.